Event description:
It was reported to st. Jude medical that the patient presented with several aborted shocks along with abnormal variability in pacing lead impedance measurements. Varying r-wave amplitude was also noted. X-ray indicated possible subclavicular crush. The entire system is scheduled for change-out.